Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during validation study there were "slight" variation between plasma and serum vacutainer tubes with an unspecified bd vacutainer® blood collection tubes. The following information was provided by the initial reporter: during a validation study there was a "slight" variation between the plasma and serum vacutainer tubes. Additionally, on (B)(6) 2020 the customer provided the following additional information: we noticed slight differences in values comparing serum to plasma on several assays when we validated our siemens exl¿s back in (B)(6) of 2018. No patient results were reported as this was instrument validation testing. I do not have any specifics. We determined that the differences were clinically insignificant.

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation neede h3 other text : see section h.10.

Event description:
It was reported that during validation study there were "slight" variation between plasma and serum vacutainer tubes with an unspecified bd vacutainer® blood collection tubes. The following information was provided by the initial reporter: during a validation study there was a "slight" variation between the plasma and serum vacutainer tubes. Additionally, on (B)(6) 2020 the customer provided the following additional information: we noticed slight differences in values comparing serum to plasma on several assays when we validated our siemens exl¿s back in(B)(6) of 2018. No patient results were reported as this was instrument validation testing. I do not have any specifics. We determined that the differences were clinically insignificant.